Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that while cgm was not displaying any readings, pt experienced a hypoglycemic event and eventually lost consciousness. Paramedics took the pt to the ER where pt was treated with insta-gel and glucagon shots. At the time of her call to dexcom technical support, pt reports that she was nauseated, still vomiting and suffering from diarrhea.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.